Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was exposed to moisture, and the customer received a pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for fluid in the pump and the customer reported that the fluid was under the battery compartment. Troubleshooting was for a critical pump error, and the customer reported damage to the pump. Troubleshooting was performed for damage, and the customer reported damage to the belt clip rails, battery tube side, and battery tube threads. The customer also reported that the functionality was affected. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer reported that the pump had frozen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). No frozen display was noted. Unit was unable to be downloaded using thump software, therefore unable to view download history files for pump error 35. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, it was determined that corrosion on electronic assembly, including both battery connectors, motor force sensor connector and keypad connector, and motor force sensor flex connector gold traces led to constant critical pump error (open book image). The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations with frozen screen were not confirmed when unit powered on with critical pump error (open book). Additionally, customer's allegations with damaged belt clip rails were also not confirmed when no damage was noted to belt clip rails. However, customer's allegations with critical pump error (open book image) and moisture damage were confirmed when unit powered on with critical pump error (open book) due to corroded electronic assembly. Isolate to electronic assembly. Additionally, customer allegations with cracked battery compartment threads and a crack on the pump case battery side were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.